Manufacturer narrative:
The pt expired. The hospital indicated that the pump was no explanted. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A specific cause for the reported infection, subarachnoid hemorrhage, and multisystem organ failure could not be determined. An autopsy was not performed and the pump was not explanted. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was admitted on (B)(6) 2014 with fever due to persistent pseudomonas bacteremia. The pt was treated with antibiotics and transferred to another center for a second opinion per family request. The vad coordinator was notified by the accepting center that the pt expired on (B)(6) 2014 under the care of hospice due to sepsis with multi system organ failure and subarachnoid hemorrhage.